Event description:
Falling bipolar impedance. Impedance is 50% below at 455 ohms bipolar and 538 ohms unipolar. Initial 883 ohms post implant in 11/1997. Thresholds remain acceptable. Arrangements being made to replace lead.